Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion. The balloon was inflated to 19-20 atmospheres and during inflation it was noted that a small perforation occurred at the stent area. The perforation was treated with ballooning. The physician indicated that the event was not related to the stent. The patient was fine post procedure and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (balloon was inflated above rated burst pressure), incorrect technique/procedure (perforation occurred as a result of the over pressurization of the delivery system), inherent risk of procedure (perforation), (device not received for evaluation). Conclusion results: operational context contributed to event (perforation occurred as a result of the over pressurization of the delivery system), user error contributed to event (balloon was inflated above rated burst pressure).